Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was wearing the pump supplies for 2-3 days, and using cold insulin. Tandem clinical support informed customer that wearing the pump supplies for 2-3 days, and using cold insulin, is off label per the tandem user guide. Customer¿s blood glucose level was 500 mg/dl, with small ketones. Customer reverted to an alternate form of insulin therapy.